Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cutter's blade is dull during a procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date. This is one of two reports for the facility.

Manufacturer narrative:
One opened probe was received with no tip protector in a tray with other items for the report of dullness of cutter blade. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with foreign matter on the needle and the inner diameter of the port. Cut testing was performed and found non-conforming. Actuation testing was performed and found conforming. Aspiration testing was performed and found conforming. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge, bend area, and several other areas along the inner cutter. The complaint evaluation confirms that the probe had a cutting issue. The most likely root cause for the cutting issue is the damage seen during evaluation to the inner cutter as well as the foreign material observed on the needle and in the port. The observed damage and foreign material within the probe can impede the movement of the cutter shaft, causing poor cutter movement and functionality. The visual condition of the probe needle and the heavy gouging at the cutting edge, bend area, and several locations along the inner cutter also support that this is not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the exact root cause for the cut issue cannot be determined from this evaluation and does not point to a manufacturing related event. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of dullness of cutter blade; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptance criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).